Event description:
Related manufacturer reference number: 2017865-2023-16787. Related manufacturer reference number: 2017865-2023-16651. It was reported that the patient was in a motor vehicle accident experienced blunt force trauma and deceased. It was suspected that there might have been a cardiac event and a device malfunction which might have led to the accident. However, there was no specific malfunction explicitly seen with the device. The pacemaker, right atrial lead, and right ventricle lead were all explanted.

Manufacturer narrative:
The reported events were capture anomaly and patient deceased. As received a partial lead connector portion was returned in one piece. The reported event of capture anomaly was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies on the portion of lead with the exception of damage consistent with that occurring at the time of the procedure.